Event description:
Limited information was provided by the customer. Duramatrix suturable was used. Customer reported 3 patients underwent chiari decompressions which resulted in pseudo meningocele. This complaint is for patient 3 of 3. The exact item number and lot number of the suspect device could not be confirmed. Customer confirmed the "initial surgery was completed successfully" but in the post-op period the patient developed pseudo meningocele. The customer provided an event date, but it was not specified if this was the date of the initial surgery or a follow-up surgery/visit. Additional details surrounding the event, patient status/patient outcome, and if any further follow-up visits or revision surgeries were requested but not provided. Customer confirmed no additional information will be provided.